Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified right coronary artery (rca). The maverick2 monorail catheter was advanced and inflated to 12 atms, however, was unable to maintain pressure. Upon withdrawal, the physician noted a pin hole in the balloon. He attempted to inflate the balloon outside of the pt but it ruptured at 12 atms. The procedure was successfully completed with a different 15mm x 2.5mm balloon catheter. No pt injuries or complications were reported. Pt status is reported as "good".